Manufacturer narrative:
The patient's percutaneous lead was received on 12oct2021 and is available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported on (B)(6) 2021 that the patient experienced multiple low flows, pump stops, and elevated pump power. The patient has no history of previous driveline splice. The driveline was heavily wrapped in rescue tape. The patient did not have alarms since being placed on battery power and was on an ungrounded cable connected to the power module. The log files showed pump stops, low speed advisories, and high motor current. These issues appeared to only be occurring while the patient was connected to power module. It was reported on (B)(6) 2021 that x-rays found damage to the driveline shielding. It was reported on (B)(6) 2021 that the patient received a percutaneous lead driveline repair. The driveline shielding was found to be worn in some areas, and new driveline wiring was placed with no adverse impact to the patient. Upon reconnection to the grounded patient cable, the patient had low speed alarms indicating internal damage to system components.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed/pump stop events were confirmed via the submitted log file data. The submitted log file contained data on (B)(6) 2021 spanning from 01:24:47 to 07:20:11, per the timestamp. Numerous low speed and pump stop events were captured throughout the log file while the system was supported with the power module. Based on our complaint history and similarly reported events, the low speed and pump stop events captured in the submitted log file data are consistent with potential driveline wire compromise; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on (B)(6) 2021. The approximately 16.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Following the repair, additional low speed alarms were reported on a grounded patient cable. The patient remains ongoing on (B)(6). Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jun2015. The heartmate ii left ventricular assist system instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.